Event description:
The customer was vomiting and hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming was incorrect instructed customer to disconnect and remove the reservoir to rewind and correct the insulin concentration.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contru=ibuted to the event as no product has been returned. No conclusion can be drawn at this time.